Manufacturer narrative:
Internal complaint reference (B)(4). H11, h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee and ankle arthroscopy, when inserting the microcrater knotless anchor, it was introduced without respecting the appropriate tunnel angulation. During fixation with the hammer, the anchor broke before reaching its final position, thereby compromising its functionality. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The anchor assembly was not returned. The tip of the insertion device is bent. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include an application of unintended inappropriate/excessive force on the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.